Manufacturer narrative:
H3 and h6 were updated. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and no entries related to the current complaint were identified. A 12-month service history review confirmed that the device had not been serviced during this period. Visual inspection revealed that the downstream occlusion (dso) seal was torn and bubbled. The complaint was confirmed during visual inspection. The probable cause of the issue was determined to be a torn dso seal resulting from air detector impact or denting.

Event description:
It was reported that both the downstream occlusion seal and sensor were unattached and falling off. The seal is alleged to also be ripped and bubbled. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.